Manufacturer narrative:
(B)(4). The device has been received by baxter, and the evaluation has not yet been completed. A follow-up MDR will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). The device was received and evaluated. One instance of iipv was revealed in the logs. Occurrence on therapy date (B)(4) 2011, started at 23:03 with uf volume of 1706 ml during cycle 4. Root cause: insufficient drain one or more cycles advances to next fill when slow/ no flow occurred above the minimum drain volume threshold. Review of the service dates and activities revealed the previous return of the device was not for the reported problem of iipv. The device met specification. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a returned homechoice device. The iipv occurred on (B)(6) 2011 during drain cycle 4. The programmed fill volume was 2500ml and the ultrafiltration (uf) volume was 1706ml. This uf volume meets baxter's iipv criteria. No patient injury or medical intervention was reported.